Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17734213l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: 1.smart touch bidirectional catheter d132705 lot #: unknown 2.non-biosense webster, inc. - st. Jude medical brk transseptal needle 3.non-biosense webster, inc. - st. Jude medical agilis sheath manufacturer's ref. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with lasso® nav eco variable catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became bradycardic and hypotensive. Pericardial effusion was detected via echocardiography. Pericardiocentesis yielded 1100 ml. Patient was reported to be in stable condition at the time of complaint report. Patient was admitted to the facility for overnight observation. Patient required 1 additional day of hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include the patient¿s anomalous right superior pulmonary vein (rspv), which had 2 very small branches. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that lasso® nav eco variable catheter manipulation in the rspv area was believed to be the cause of the adverse event. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical agilis sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at approximately 350 seconds during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. The smarttouch bidirectional catheter was no longer in the patient¿s body at the time the injury was detected. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR.